Manufacturer narrative:
Nuvasive reference (B)(4). No initial surgery date was provided in order to determine the duration of implantation prior to device failure. The patient's activity level and adherence to post-operative care instructions are also unknown. Product involved has not been returned for eval. No root cause has been identified. Should further relevant information be obtained, a supplemental report will be submitted.

Event description:
Surgeon reported that two screws on the right side of l5 and s1 fractured mid-shaft post-operatively. The screws had to be removed and replaced within the last 6 weeks. Initial surgery date, patient demographic information and radiographs were not provided to confirm the reported event. No patient injury was reported to have occurred.